Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone14.8 cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported developing an infection at the pod¿s insertion site (leg) while wearing the device for between 36 and 48 hours. The patient stated that on 14-jul-2025 they woke up to pain at the pod site and swelling and when they moved around puss was coming out of the area. She began experiencing nausea and vomiting as well. The patient went to the emergency room on 15-jul-2025 and was there for 7 hours. She was diagnosed with an infection at the cannula site and was treated with unspecified intravenous fluids, unspecified antibiotics via unspecified route, and zofran via an unspecified route. The patient had removed the pod and discarded it prior to seeking medical attention, therefore it is not available for return.